Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, moisture damage was found on the lcd board. Unable to verify a21 alarm, failed battery test, battery out limit alarm or perform the functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer jumped into a swimming pool with her insulin pump still on. Customer was receiving a battery out limit alarm. Caller stated that she removed the battery and reservoir to look for water but saw none. Caller stated that she first had a failed battery test alarm. Customer's blood glucose was 161 mg/dl at the time of the incident. Caller stated that the pump alarmed after a battery change and the pump is alarming at the time of the call. Caller was assisted with clearing the alarm and reprogramming the time and date. Caller was unable to clear the alarm from the screen. Caller received an unexpected restart alarm and stated that the buttons seem to be sticking. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.